Event description:
It was reported that the twist clamp on two (2) units of minicap transfer sets "were loose even when clicked shut and closed". This was identified at multiple steps of peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection, using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues observed.the twist clamp was closed and opened by hand with no issues. A torque engagement test was performed and the engage and disengage force to open and close the twist sleeve was acceptable.the reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.